Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure on (B)(6)2017 and barbed suture was used. The surgeon noticed that the suture did not have many barbs on the suture. The procedure was completed with a second suture of a like kind with no patient consequences reported.

Manufacturer narrative:
The actual sample was returned for evaluation. During the visual inspection of the sample, it was observed body fluids along of the suture piece. The barbs were present on the strand, however the barbs could not be measured since the sample is an absorbable suture and was returned opened. The degradation process already has begun resulting in a damaged suture. According to the sample condition, it could not be determined what may have caused the reported incident.